Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that one tube had no draw of blood in tube and the second had an underfilling thus resulting both tubes to have draw volume issues. Customer: 2nd tube, underfilled.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1260917. D4: medical device expiration date: 31-dec-2022. H4: device manufacture date: 17-sep-2021 . H6: investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were functionally tested and the indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that one tube had no draw of blood in tube and the second had an underfilling thus resulting both tubes to have draw volume issues. Customer: 2nd tube, underfilled

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that one tube had no draw of blood in tube and the second had an underfilling thus resulting both tubes to have draw volume issues. Customer: 2nd tube, underfilled.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. As the lot number is unknown; no retention samples are available. The device history records could not be reviewed as the lot number is unknown.